Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The iab was evaluated and no abnormities were detected. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Event site name: (B)(6) hospital event site postal code (B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the catheter began to flex in the sleeve more and more over time, causing the catheter and iab to drop in position. Each time this occurred, it was necessary to push the catheter inside the sleeve to adjust the position. There was no patient harm or adverse event reported.